Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk; catheter model 8709sc, lot# n 195882010, implanted: (B)(6) 2009 explanted: (B)(6) 2009.

Event description:
A catheter fracture was reported. Per healthcare provider (hcp) the pump had been filled with saline. Additional information has been requested but was not available as of the date of this report.